Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preoperative examination revealed that , the cuff was leaking, and the operation was completed by replacing with the backup endotracheal tube. There was no injury to the patient.

Manufacturer narrative:
B5 : additional information and e1 : initial reporter details updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information states that first time the emg tubes was used and 5ml syringe was used to inflate the endotracheal tube cuff. 5ml air was used to inflate the cuff.

Manufacturer narrative:
Proh3: product analysis found that visually, the pouch was open from 3 of 4 sides when returned. There were traces of contamination found at the distal end of the cuff and inside the pouch. The wire harness was wrapped around the paper side of the pouch. After the closer look at the tube, it was observed that the wire for red electrode was exposed. The wire was protruding through the lumen as well as through the cuff. Functionally, the device failed due to defective condition upon return and the inability to inflate. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: additional information suggest that b17 and c20 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: additional information suggest that d16 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preoperative examination revealed that , the cuff was leaking, and the operation was completed by replacing with the backup endotracheal tube. There was no injury to the patient. Additional information states that first time the emg tubes was used and 5ml syringe was used to inflate the endotracheal tube cuff. 5ml air was used to inflate the cuff.